Event description:
It was reported that the ilet user ran out of continuous glucose monitor (cgm) sensors, resulting in inability to start a new sensor and prompting instruction to operate the ilet in bg run mode with manual blood glucose (bg) entries and a transfer for potential emergency sensor replacement. No symptoms were reported, and blood glucose was stated to be unaffected at the time of the call. Outcomes included temporary use of bg run mode with user education and troubleshooting, and coordination with a partner organization for supply support. Investigation included customer service review, user guidance on manual bg entry, and assessment that the event related to sensor unavailability rather than device malfunction. Investigation of this case revealed that the device functioned as designed in bg run mode and that the issue was due to cgm sensor expiration or depletion rather than a pump or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user supply depletion and use conditions.